Event description:
It was reported via clinical safety that a patient in the partner 3 study with a 3300tfx 25mm aortic valve developed increased mean gradients, and mild regurgitation. Echo showed borderline stenosis and mildly thickened leaflet after an implant duration of 5 years. The patient underwent redo-avr after an implant duration of 6 years, 3 months due to worsening stenosis secondary to structural valve degeneration. A 11500a 23mm was implanted in replacement. Per source document: the physician recommended a tee to evaluate for lvot obstruction vs valve degeneration. The tee results confirm elevated gradients borderline for prosthetic stenosis, and mild regurgitation. Per echo, bioprosthetic mitral valve has mildly thickened cusps, trace transvalvular regurgitation, and elevated prosthetic gradient. Per physician the stenosis is not due to mildly thickened leaflets. The event is due to structural deterioration.

Manufacturer narrative:
H10: additional narratives : surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as device request is still ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H10: additional narratives: updated b5 and h6 per new information received.

Event description:
It was reported via clinical safety that a patient in the partner 3 study with a 3300tfx 25mm aortic valve developed increased mean gradients, and mild regurgitation. Echo showed borderline stenosis and mildly thickened leaflet after an implant duration of 5 years. The patient underwent redo-avr after an implant duration of 6 years, 3 months due to worsening stenosis secondary to structural valve degeneration. The patient presented with sob and fatigue. A 11500a 23mm was implanted in replacement.